Manufacturer narrative:
Patient weight: information unknown/not provided. MFR telephone number: (B)(4). It was indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient complained of a decrease in vision, blurry vision at near, and experienced glare with an intraocular lens (iol) in the left eye. Therefore, the lens was explanted. There was no patient injury and no additional surgical intervention was required. Another johnson & johnson lens (different model zcu150 and higher diopter 21.0) was implanted as a replacement. The patient is happy with the outcome with the use of reading prescription. No additional information was provided.